Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient passed away. On (B)(6) 2016, patient's intestines burst and she was taken to the hospital. Patient was admitted to the intensive care unit (ICU) where she stayed for five days. On (B)(6) 2016, while in the ICU, patient died of a heart attack. It is unknown if patient was wearing the continuous glucose monitor at the time of death. There was no alleged device malfunction. Additional event or patient information was not provided.